Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The first manual power up was recorded on the 11th april 2007. The device recorded 15 further manual power ups between the 25th october 2007 and the 4th november 2013. Multiple manual power ups of ten minutes duration were recorded between the18th - 21st september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.